Manufacturer narrative:
This device remains implanted. Upon additional information this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. It was reported that the battery showed 34% remaining in (B)(6) 2021 and most recently in (B)(6) 2022 showed 15% battery remaining. A review of the device data by technical services (ts) confirmed that the power consumption was increasing abnormally and the device was experiencing premature battery depletion. The device should be replaced. Ts noted that the replacement interval will be sixty days. No adverse patient effects were reported. The device remains implanted. Additional information noted that the patient was seen in the office and the battery of this device showed 12% remaining. It was noted that the device was repositioned after the patient gave birth in 2017 due to weight loss. A request for a review of the battery consumption was requested. The field representative believed that the device was in a sub-optimal position since the repositioning and wanted to have ts review if there could have been any damage to the electrode during the repositioning. The device was manually programmed to the alternate sensing vector due to noise seen. Ts asked the field representative to provide data from the latest in clinic check for additional review. Additional information noted that a review by engineering provided a new replacement window for this device and ts agreed that the position of the system should be assessed at the time of device replacement. Ts noted that noise/artifacts observed were consistent with myopotentials and if the device is too inferior this could be the reason for the myopotentials observed. Ts further noted that in september 2017 the primary and secondary vectors showed noise, although the alternate sensing vector was relatively clear. Ts noted that an x-ray can be sent for further review as well as performing additional testing and performing maneuvers. No adverse patient effect were reported. The device remains implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. It was reported that the battery showed 34% remaining in (B)(6) 2021 and most recently in (B)(6) 2022 showed 15% battery remaining. A review of the device data by technical services (ts) confirmed that the power consumption was increasing abnormally and the device was experiencing premature battery depletion. The device should be replaced. Ts noted that the replacement interval will be sixty days. No adverse patient effects were reported. The device remains implanted. Additional information noted that the patient was seen in the office and the battery of this device showed 12% remaining. It was noted that the device was repositioned after the patient gave birth in 2017 due to weight loss. A request for a review of the battery consumption was requested. The field representative believed that the device was in a sub-optimal position since the repositioning and wanted to have ts review if there could have been any damage to the electrode during the repositioning. The device was manually programmed to the alternate sensing vector due to noise seen. Ts asked the field representative to provide data from the latest in clinic check for additional review. Additional information noted that a review by engineering provided a new replacement window for this device and ts agreed that the position of the system should be assessed at the time of device replacement. Ts noted that noise/artifacts observed were consistent with myopotentials and if the device is too inferior this could be the reason for the myopotentials observed. Ts further noted that in september 2017 the primary and secondary vectors showed noise, although the alternate sensing vector was relatively clear. Ts noted that an x-ray can be sent for further review as well as performing additional testing and performing maneuvers. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Upon return, analysis will be completed and this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. It was reported that the battery showed 34% remaining in (B)(6) 2021 and most recently in (B)(6) 2022 showed 15% battery remaining. A review of the device data by technical services (ts) confirmed that the power consumption was increasing abnormally and the device was experiencing premature battery depletion. The device should be replaced. Ts noted that the replacement interval will be sixty days. No adverse patient effects were reported. The device remains implanted. Additional information noted that the patient was seen in the office and the battery of this device showed 12% remaining. It was noted that the device was repositioned after the patient gave birth in 2017 due to weight loss. A request for a review of the battery consumption was requested. The field representative believed that the device was in a sub-optimal position since the repositioning and wanted to have ts review if there could have been any damage to the electrode during the repositioning. The device was manually programmed to the alternate sensing vector due to noise seen. Ts asked the field representative to provide data from the latest in clinic check for additional review. Additional information noted that a review by engineering provided a new replacement window for this device and ts agreed that the position of the system should be assessed at the time of device replacement. Ts noted that noise/artifacts observed were consistent with myopotentials and if the device is too inferior this could be the reason for the myopotentials observed. Ts further noted that in (B)(6) 2017 the primary and secondary vectors showed noise, although the alternate sensing vector was relatively clear. Ts noted that an x-ray can be sent for further review as well as performing additional testing and performing maneuvers. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Upon return, analysis will be completed and this investigation will be updated. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.